Event description:
Same case as: 2134265-2015-03131. It was reported that a burr became stuck with the rotawire. A 1.25 mm rotalink¿ plus and a rotawire were selected to treat the target lesion. During setting up the rotation of this device at proximal site of the y-connection, it was noted that the rotablator got stuck with the rotawire and would not move. They didn't hear abnormal sound and there was no problem with the brake. The physician removed the device with the wire from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).